Manufacturer narrative:
Additional narrative: a product development evaluation was completed: this plate has a sheer fractured at the most proximal (highest) screw hole on the shaft of the plate; markings at the fracture location indicate that there was a screw at this location. The dynamic hip screw and condylar screw system is designed to provide stable internal fixation of a variety of neck fractures. The technique guide for this system was reviewed for proper use and application of this implant. The drawing for this implant was reviewed and the design, materials and finishing processes were found to be adequate for the intended use of this implant. Given the returned condition of this dhs plate, this complaint is confirmed. It is not known what lead to the plate to break in-vivo, part numbers for the screws used to secure the plate, however, it is most likely that this was caused by excessive strain by the patient. The design of this device is adequate for its intended use and the occurrence rate is covered by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred, due to a broken 135 degree, 5-hole side dynamic hip screw (dhs) plate. On an unknown date, about seven months post-operatively, the patient reported with pain. A non-union and broken plate was discovered, with failure reported to be in the most proximal (first) hole of the side plate. There was an unknown screw in the hole where the failure was noted. There was no issue reported with the screw. The devices were completely explanted on (B)(6) 2014; this was done easily with no additional medical intervention. An endoprosthesis was implanted without incident and the procedure was completed successfully. There was no time delay or further patient harm reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Approximately 7 month prior to explant date of (B)(6) 2014. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.